Manufacturer narrative:
Date sent to the FDA: 01/28/2020. A manufacturing record evaluation was performed for the finished device al0576 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break? If no, explain the issue did the device issue occur during use on patient (actual suturing)? Or during dispensing before use on patient? How many devices had the issue in this procedure? How was case completed? Device return status/follow up.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was passed to the table, the suture was decapitated when it is taken with the needle holder. There were no adverse patient consequences. Additional information was requested.